Event description:
It was reported that prior to use the machine cannot be started. The battery cannot be charged. After check, the battery is damaged and needs to be replaced.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A device history record review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint of the battery is damaged cannot be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that prior to use the machine cannot be started. The battery cannot be charged. After check, the battery is damaged and needs to be replaced.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.